Event description:
The patient had an open wound that required split thickness skin graft placement. The surgeons attempted to harvest skin from the left posterior thigh using the dermatome skin graft machine. A jagged motion by the dermatome was noted and they were unable to produce a good graft. A second attempt was made on the right posterior thigh with same results. A new dermatome machine was opened and used on the patient's left back. The new dermatome worked without any issues. The wounds on patient's bilateral thighs were dressed. Manufacturer response for surgical skin grafting tool, dermatome (per site reporter): the vendor came out that day and assessed all the dermatomes in stock (2 of 4 required service). Two loaner dermatomes replaced ones in service.